Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was malignant pain. The patient reported that they had their pump refilled yesterday and they needed a bolus but, they saw they were locked out for 24 hours. The agent asked the patient to connect to the pump but, the patient was troubleshooting without being asked. The patient stated that they had to 'restart' the handset because it was 'bringing up the photo screen and they had difficulty with this sometimes¿. The patient then mentioned that it was stuck at 90% for 2-3 minutes sometimes even after they do a bolus. The agent assisted the patient with clearing data on the handset after which the patient was able to connect to the myptm app without issue. Once connected, the patient saw an 11 hour lockout and ¿clinician bolus in progress¿. The agent reviewed the information. It was noted that the troubleshooting steps taken on the call resolved the reported issues.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot# serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.